Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited corrosion on the electrical contacts, free lock lever, scope mount, scratches on the main body (lens) and water invasion in the main body (lens). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.